Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. Reported event of tissue overgrowth of stent. Event of stent difficult to remove. Event of stent migrated. The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was implanted in a transgastric position to treat pancreatic walled-off necrosis (won) during an endoscopic ultrasound (eus) guided drainage procedure performed on (B)(6) 2017. According to the complainant, the stent was implanted successfully in the posterior upper body wall of the stomach. On (B)(6) 2017, the patient underwent the per protocol planned stent removal procedure post-won resolution. During this procedure, it was noted that the stent had slightly migrated distally and the proximal flange of the stent was overgrown with gastric tissue. The physician was unable to grab the stent with rat tooth forceps. Argon plasma coagulation (apc) was used on the tissue surrounding the proximal flange of the stent to enable access to the stent. Raptor forceps were then used to remove the stent in one piece, and three hemostatic clips were applied for hemostasis. The patient was admitted to the hospital for observation, and was discharged on (B)(6) 2017. There were no patient complications reported as a result of this event. The patient's condition was reported to be good.